Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute integrity drug eluting stent . The device was inspected. The physician noticed after being introduced to the patient that the stent was damaged. The doctor immediately pulled the stent. The stent wire was cracked. The procedure was completed with 2 new devices. The patient reported as feeling good.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was visible to the 1st distal stent wrap with a raised and stretched strut. There was slight damage to the distal tip of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.